Manufacturer narrative:
Product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-jan-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml at 691 mcg/day via an implantable pump for unknown indication for use. The patient reported feeling like there were periods of withdrawal where the patient's trunk spasms returned and was itchy all over. It was followed a couple days later by feeling like a period of overdose where he felt like he "wanted to sleep all day". Contributing factors were unknown. A dye study and computerized axial tomography (CT) done (B)(6) 2027 but was inconclusive. Surgical intervention for catheter exploration planned for (B)(6) 2024. The issue was not resolved at this time with patient's status being "alive- no injury". The patient's weight and medical history were asked but made unknown. Additional information received from the company representative on (B)(6) 2024 indicated that the catheter exploration surgery occurred today. There were no obvious kinks in catheter. Catheter access port (cap) withdrew clear fluid smoothly and easily. There appeared to be a small fray in the outer silicon sheath near connector so doctor elected to revise and replace the pump segment of catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.